Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device running intermittently or overheating during usage could not be confirmed.

Event description:
It was reported that the handpiece began overheating and working intermittently during an orthopaedic procedure. There was no reported pt or user injury, and the case was completed successfully with another device.